Event description:
It was initially reported through clinic notes from the physician that high lead impedance was obtained during diagnostic testing. The pt's device was disabled that day. The pt underwent a full revision at a later date due to high lead impedance. It is unk if x-rays were taken or if there was any manipulation or trauma. Good faith attempts to gain more info and for product return have been unsuccessful to date.